Manufacturer narrative:
MFR report #: 9617175-2026-00003. The complainant reported 'I just received a complaint for liquiband exceed. The pics look like this could be from a deeper dermal issue but want our clinical to review and provide their feedback. The medtronic team has filed with their quality department as well. "I've had 2 recent patients with what I can best describe as skin necrosis along the entire pacemaker incision line. It seems like it may relate to the liquiband. Both are 2 weeks post implant, I have never seen anything quite like this. Both patients are 90 y/o. This is not a scab; it seem to go through to the device and I expect both will need system removal (hope I am wrong!)" Dr. (B)(6), I have asked for more information around other closure device and dressings. Update recieved from medtronic 20-01-2026. It was reported that two weeks after the device was used for skin closure during a pacemaker insertion procedure. The patient presented with necrotic tissue around the entire incision, with the necrosis appearing to be deep. This resulted in an intervention.' We cannot confirm or deny wheher this adverse event was caused by an ams advice, however, as medical I.

Event description:
MFR report #: 9617175-2026-00003. The complainant reported 'I just received a complaint for liquiband exceed. The pics look like this could be from a deeper dermal issue but want our clinical to review and provide their feedback. The medtronic team has filed with their quality department as well. Facility: (B)(6) hospital date of surgery: approx (B)(6) 2026. Date reported: january 15, 2026. Dr. (B)(6). Procedure: pacemaker insertion. Product: liquiband exceed lx6. Mdt rep; (B)(4). "I've had 2 recent patients with what I can best describe as skin necrosis along the entire pacemaker incision line. It seems like it may relate to the liquiband. Both are 2 weeks post implant, I have never seen anything quite like this. Both patients are 90 y/o. This is not a scab; it seem to go through to the device and I expect both will need system removal (hope I am wrong!)" Dr. (B)(6), I have asked for more information around other closure device and dressings.'